Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. During evaluation handpiece got hot. Due to bur bearing failure on the turbine. Debris from bearing failure stuck in handpiece head. Handpiece needs head drive replace.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.